Manufacturer narrative:
Consumer reported that once product was half used, the neutralizing disc no longer worked properly and caused extreme eye irritation and burning of the eyes upon insertion of contacts. The event described is consistent with application of unneutralized hydrogen peroxide coming in contact with the eye. The (B)(6) describes the scope of potential injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the reported symptoms of eye irritation and burning upon insertion of the contact lenses are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Report received through FDA's voluntary medwatch program. Consumer reported that once product was half used, the neutralizing disc no longer worked properly and caused extreme eye irritation and burning of the eyes upon insertion of contacts. The consumer reported that the contacts were very hard to remove at this point and caused burning for a longer period of time. The consumer indicated that the event required intervention; however, there is no reference to this intervention within the consumer's event description. The consumer indicated the date of event was (B)(6) 2016 and the expiration date associated with solution was 31-jul-2016. The disparity in date of event and expiration date suggest that the consumer may have experienced the event while using expired solution. The consumer did not consent to share their contact information; therefore, additional information was not available. While the complaint investigation identified that the consumer may have used expired product, if the product had not expired, the device may have malfunctioned.